Manufacturer narrative:
The suspect assembly is being returned to emc for analysis. New seatlift provided to the customer.

Event description:
Customer claims seat bolts came out and seat fell off of the unit.